Event description:
Phlebotomist went to collect labs on patient. Drawing patient according to procedure. Phlebotomist poked patient and when the phlebotomist inserted the tube in to barrel, the barrel disassembled from the needle. The needle was still in the patient's arm. Phlebotomist carefully removed needle from patient's arm and activated safety shield. Catalog number 368607.